Manufacturer narrative:
The manufacturer evaluated the device in question and determined that the device is similar to 510k# k182940, therefore MDR reportability was determined on july 8, 2021.

Event description:
During dialysis treatment, the machine's ultrafiltration was programmed to take 0.8l off, but instead removed 1.3l. Patient was asymptomatic while on the machine, but collapsed post treatment. Staff administered 1.5l of saline. No further information was provided.

Event description:
During dialysis treatment, the machine's ultrafiltration was programmed to take 0.8l off, but instead removed 1.3l. Patient was asymptomatic while on the machine, but collapsed post treatment. Staff administered 1.5l of saline. No further information was provided.

Manufacturer narrative:
The manufacturer evaluated the device in question and determined that the device is similar to 510k# k182940, therefore MDR reportability was detemined on july 8, 2021.